Event description:
The patient is reportedly experiencing episodes of vertigo while using her device. Programming adjustments were made; however, this did not resolve the issue. The patient was treated with cortisone for one week. Advanced bionics is in the process of gathering additional information and will submit a supplemental report when more information is available.